Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to component migration and endoleak. Additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. As the date of the type iii endoleak is unknown, (B)(6) 2020, will be used as an event date.

Event description:
On (B)(6) 2019, this patient underwent an endovascular repair of an abdominal aortic aneurysm and a left common iliac artery aneurysm using gore® excluder® aaa endoprostheses and a gore® excluder® iliac branch endoprosthesis. Reportedly, on (B)(6) 2019, the follow-up x-ray imaging identified dislodgement (unknown amount) of the plc271400j/ 18595828 device from the gore® excluder® iliac branch endoprosthesis (ceb231210a/18726340). On (B)(6) 2019, the re-intervention was performed. A contralateral leg component (plc271400j/17615581) was additionally implanted between the plc271400j and the ceb231210a to bridge the both devices. This information has been already reported to FDA. At the beginning of (B)(6) 2020 (exact date unknown), the follow-up imaging identified dislodgement (amount: about 20mm) of the contralateral leg component (plc271400j/17615581) additionally implanted on (B)(6) 2019 from the ceb231210a, resulting in occurrence of a type iii endoleak. The cause of the dislodgment was reported to be the patient¿s anatomy (remodeling after the additional procedure on (B)(6) 2019). On (B)(6) 2020, another re-intervention was performed to treat the endoleak. Additional devices were implanted to bridge the plc271400j/17615581 and the ceb231210a. The final angiography showed no endoleak. The patient tolerated the procedure.